Manufacturer narrative:
Insulin pump received with cracked battery tube threads. Insulin pump received with broken reservoir tube lip and missing reservoir tube o ring. Unable to perform displacement test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged at the insulin thread and battery thread. Customer¿s blood glucose level was unknown. Customer reported that the reservoir was secured in place. The insulin pump will be returned for analysis.